Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According an email received on 01/16/2018: "patient brain obstruction. Patient had operation for acute type a aortic dissection on the (B)(6) 2017. Randomization is unknown. Brain obstruction occurred (B)(6) 2018".

Manufacturer narrative:
A manufacturers review was held confirming that all records were controlled, available for review, and met all specifications. The lot passed functional testing and met release specifications. During the investigation no deviations, non-conformances, or waivers were noted. Patient ID (B)(6) was enrolled in the bg (bioglue) china trial on (B)(6) 2017. The patient is a 64 year-old male with onset of symptoms on (B)(6) 2017. The patient¿s previous medical history indicated hypertension. The patient presented with mild aortic insufficiency, an ascending aortic diameter of 4.3cm and debakey 1 aortic dissection. Date of surgery for type a aortic dissection was (B)(6) 2017. The intraoperative crfs (clinical report forms) show that the procedure performed involved the ascending aorta, arch, and descending aorta. Concomitant procedures were total arch replacement and stent placement (location unknown). A vascular graft [from a different manufacturer] was used to repair the dissection; fibrin and bioglue were used for anastomotic site sealing. A cerebral infarction occurred on (B)(6) 2017, 2 days post-op, which prolonged the hospital, stay. The event is continuing with treatment of heparin sodium injection for anticoagulating and compound mannitol injection, which is indicated for reducing intracranial pressure. The crfs show the event as not related to bioglue but possibly related to the procedure. At 33 days post-op patient was discharged and complete obliteration of the false lumen was confirmed by te (transesophageal echocardiography). Additional information was provided by the surgeon. No excess bioglue was noted during the application. Precautions were taken to ensure bioglue was only applied to appropriate areas. Bioglue did not come into contact with circulating blood. No events of note during the procedure that could have led to the cerebral infarct. When asked what he thought caused the cerebral infarct the response was past medical history of carotid artery dissection (cad). ¿the event was still ongoing, due to the fact that he has been discharged but this is not related to bioglue. The event was not continuously observed after discharge.¿ the relationship between carotid artery dissection and ischemic strokes has been reported in literature (lentini 2008, lucas 1998). Also aortic dissection de bakey type 1 involving carotid artery dissection has been reported (lentini 2008). In the described event the surgeon does not believe bioglue to be related to the cerebral infarct but believes the carotid artery dissection to be the cause and this is supported by literature. No information was received to suggest bioglue led to the reported event and the product met all specifications prior to release, no further action is necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According an email received on 01/16/2018: "patient brain obstruction. Patient had operation for acute type a aortic dissection on the (B)(6) 2017. Randomization is unknown. Brain obstruction occurred (B)(6) 2018". Hypertension, nyha (new york heart association) functional class iii, mild aortic insufficiency. Medications: warfarin sodium tablets, amiodarone hydrochloride injection, esmolol hydrochloride injection, noradrenaline bitartrate injection, nicadipine hydrochloride injection, metoprolol tartrate tablets, amlodipine besylate tablets, milrinone injection, nifedipine tablets, isosorbide mononitrate injection, heparin sodium injection, and urapidil hydrochloride injection.